Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The event was manifested by cloudy effluent, abdominal pain and fever. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was taking antibiotics (unspecified) as treatment for the events. At the time of this report the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.